Event description:
It was reported that patient sustained second degree burns and swelling following ipl treatment with a lumenis one laser.

Manufacturer narrative:
An evaluation of the device by a lumenis field service engineer found that there was no related device malfunction. An evaluation of the reported treatment settings by a lumenis medical specialist concluded that the said settings employed by the user facility were beyond the range recommended by product labeling and therefore, the probable root cause of the reported event.